Event description:
It was reported that one day following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient received two inappropriate shocks. Upon review, it was determined that the therapy was delivered due to over-sensed artifacts, that were most likely the result of post-implant air entrapment. Diagnostic imaging was performed, which confirmed that air was entrapped around the newly implanted system. Provocative maneuvers were performed, which did not elicit any artifacts. Additionally, the smartpass feature was noted to have been disabled due to the patient's low, variable r-wave amplitude measurements. The physician re-enabled the smartpass feature but left the device therapy programmed off to prevent further shocks. Prior to discharge from the hospital, the physician will re-enable device therapy and will monitor the patient remotely. At this time, this s-ICD remains implanted and no additional adverse patient effects were reported.